Manufacturer narrative:
Investigation results were made available. Concomitant medical products according : item: unknown gsb plate knee, catalog #: unknown , lot #: unknown. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. The missing information was requested at complainant the latest one on december 14, 2017 but was not available. Trend analysis: no trend considering the following event is identified: assembly issue. DHR-review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description: it was reported by the surgeon that during a surgery on (B)(6) 2017, the custom polyethylene (pe) insert did not fit into the gsb tibial component. It is reported that the holes on the distal part of the insert were round manufactured and not sufficiently deep, so that the plane heads of the rivet of the tibial metal base plate were not fully sinking in the holes. For this reason, the insert cementation did not succeed as the inserts tilted back and forth. After removal of the previously introduced bone cement, the surgeon ¿re-worked¿ the insert by deepening and flattening the holes by means using of a drill. The surgery was completed with the ¿re-worked¿ devices with approximately 30 min delay. Review of received data: review of intraoperative pictures. In total four intraoperative pictures are available for review. Two images show the knee of the patient with the implant in situ, probably before the revision of the insert as some yellow discolorations are visible on the insert. In the picture it can be recognized that the implant is a gsb oval tibial component. The other pictures show the knee and insert during revision surgery. The height of the rivet and the depth of the hole in the insert are shown with tweezers. The latter seems to be shorter compared to rivet height. However, this cannot be precisely assessed due to the image prospective. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as the products have been implanted. Review of product documentation: the custom made insert is designed for gsb tibia ref:1549 and therefore compatible. Review of production and quality data. The device manufacturing history records indicate that the custom made device was accepted into final stock with no reported discrepancies and met all requirements to perform as intended . Review of surgical instructions. For the custom made device a specific cementing instruction is available. The cementing instruction reports under point d that the rivet cannot be removed during revision of the pe insert. To ensure the place for the rivet, the pe inserts have blind holes. For this reason, the insert is 1mm thicker than the original insert. Under point f it is stated that only little cement is needed for cementing the pe insert. In case too much cement is used, the gliding surface of the insert will be located even more proximally than the 1mm due to design. Review of drawings. The product drawings have been reviewed and the compatibility between the components checked. From the drawing it can be observed that the blind holes are not located in the center of the insert as shown in figure 3. The compatibility check was performed by assembling the custom made insert and gsb oval tibial component in the computer-aided design (cad) software used for the design of the implants as shown in figure 4. The check showed that the rivets partially enter into the blind holes and that a gap measuring approximately 1.3mm to 1.4mm remains between the custom made insert and the tibial plate. Root cause analysis: root cause determination using dfmea: failure of connection, luxation of inlay due to different strength of implant compared to related standard product. => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Failure of implant due to galvanic corrosion (cocr and tinbn). => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms process. Loss of connection, not adequate function, implant failure. Due to wrong combination of implant components (wrong indication). => not possible: the custom made insert is designed for gsb tibia ref:1549 and therefore compatible. Loss of connection, not adequate function, implant failure. Due to combination with competitor products. => not possible: the custom made insert is designed for gsb tibia ref:1549 and therefore compatible. No adequate function due to not used on intended patient, off label use. => not possible: the custom made insert is designed for gsb tibia ref:1549 and therefore compatible. No adequate function, extended surgery time due to misleading / insufficient information. => possible: two scenarios can be hypothesized. It is possible, that the left and right custom insert were accidentally exchanged during surgery, thus leading to the incorrect match of the blind hole location with the rivet location and the resulting insert instability. The other hypothesis, is that the cement layer applied on the tibia was thinner than 1.4mm resulting in the incomplete filling of the gap between the custom made insert and the tibial plate. However, additional risk related to the specific custom made device are available. For the gsb tibia additional risk considerations is available in sap. Conclusion summary: it is reported that during a surgery, the custom pe insert did not fit into the gsb tibial component as blind holes on the distal part of the insert were round manufactured and not sufficiently deep. For this reason, the insert cementation did not succeed and the surgeon deepened and flattened the holes by means using of a drill. The surgery was completed with the ¿re-worked¿ devices. The cementing instruction states that only little cement is needed for cementing the custom pe insert. The review of the product drawings shows the asymmetrical nature of the left and right custom insert. The compatibility check shows that the rivets partially enter into the blind holes and that a gap measuring approximately 1.3mm to 1.4mm remains between the custom made insert and the tibial plate. This gap could be filled by the cement layer. Based on the available information, we were not able to identify a specific root cause for this issue. However, two scenarios can be hypothesized. It is possible, that the left and right custom insert were accidentally exchanged during surgery, thus leading to the incorrect match of the blind hole location with the rivet location and the resulting insert instability. The other hypothesis, is that the cement layer applied on the tibia was thinner than 1.4mm resulting in the incomplete filling of the gap between the custom made insert and the tibial plate. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Additional information was received: did a delay in the procedure occur that was related to the event? If yes, time surgery was extended? Approx. 30 min. Were there any contributing conditions related to the event? (Ex: trauma, illness, previous surgery, related non-compliance, patient anatomy) no. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during a surgery on (B)(6), 2017, the gsb-pe-insert to tibial 1549 oval did not fit into the gsb tibial knee plate component. The holes in the inlay had to be drilled in order to make the implants fit. The surgery was successfully completed with the complained devices with a delay of approximately 30 minutes.

Manufacturer narrative:
Pictures were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that during a surgery on (B)(6) 2017, the gsb-pe-insert to tibia 1549 oval did not fit into the gsb tibial knee plate component. The holes in the inlay had to be drilled in order to make the implants fit. The surgery was successfully completed with the complained devices.

Manufacturer narrative:
Pictures were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that during a surgery on (B)(6) 2017, the polyethylene insert did not fit into the gsb tibial component. The holes in the inlay had to be drilled in order to make the implants fit. The surgery was successfully completed with the complained devices.